Event description:
As per legal correspondence, patient has sought legal counsel for an incident occurring on or about (B)(6) 2012 which involved the insured, stryker orthopaedics.

Event description:
As per legal correspondence, patient has sought legal counsel for an incident occurring on or about (B)(6) 2012 which involved the insured, stryker orthopaedics.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported an unknown rejuvenate/abg ii modular stem. This event was reported through an attorney, as a result of a legal claim. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Not returned to the manufacturer

Manufacturer narrative:
Initial MDR was mistakenly submitted to FDA through normal electronic filing. This MDR will be resubmitted via a (B)(4)as part of the requirement of (B)(4) granted to stryker by FDA on (B)(4) 2013.